Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. Not available for this device.

Event description:
For 2 weeks, the pt did not hear as good as before. On (B)(6) 2015, he could not hear anything. All external parts were exchanged but without any change in the situation. Re-implantation is beign considered.